Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "did not stop at soft tissue and got stuck in the bone" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no erratic and poor cutting action. Since the lot number was not reported, the device history records could not be reviewed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During procedure, did not stop at soft tissue and got stuck in the bone. No patient harm. Dura was punctured.